Manufacturer narrative:
The meter serial number was (B)(6). The result of 2.1 inr was not found in the meter result memory. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." E3 - occupation was patient/consumer

Event description:
There was an allegation of questionable results from a coaguchek xs meter. The results from the meter were 3.5 inr at 7:30 am and 2.1 inr a few minutes later. At 9:00 am, the laboratory result using an unknown reagent was 2.5 inr. The therapeutic range was 2.0-3.0 inr and the patient tests every two weeks.